Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with an elevate posterior prolapse repair system "with the intention of treating the plaintiff for pelvic organ prolapse". It was also reported by the plaintiff's attorney that on or about (B)(6) 2010, "plaintiff began to experience complications" and "sought medical attention". It was alleged that the plaintiff suffered serious bodily injuries including, but not limited to, extreme pain, erosion of her internal bodily tissue, add'l surgeries, continual bladder and urethra infections", has experienced significant mental and physical pain and suffering, has required surgery and medical treatment and has sustained permanent injury", and "was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering", and add'l injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.